Event description:
It was reported that approximately 90 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, instability, loosening, joint laxity, swelling/ edema, pain, discomfort, synovitis, and cyst(s). Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2024-00995 multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00995 d10: concomitant devices: 4086676 02-010-01-0350 - logic femoral ps cem right sz 5 4047566 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t 4187043 200-02-35 - three peg patella 35mm the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.